Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low batt alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump had low battery alarm. The customer¿s blood glucose level was 167 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is october 1, 2018.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is october 1, 2018.